Event description:
Patient underwent explant of ipg on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site .to address this issue patient is awaiting surgical intervention of explanting the device .